Manufacturer narrative:
The device is not available for eval; the filter is still implanted in the pt. The device lot number is unk. Therefore, a product investigation cannot be performed. The MFR has rec'd no further info regarding the pt, implantation procedure, or potential venous intervention after filter implantation. No x-ray films have been provided.